Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and a corner of the front bezel was broken and both the lid and front bezel were scratched. Complaint of low power output could not be reproduced. Unit passed functional testing during 6 hour burn-in and power output was normal throughout testing. All functions perform as expected. All power and impedance readings were within spec. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the vulcan generator had low power output. Tissue ablation procedure could not be perform since no back up device was available. No patient injury was reported.